Event description:
It was reported that a boston scientific right ventricular (rv) lead exhibited a gradual increase in shock impedance since implant (66 ohms to 118 ohms). The physician performed defibrillation threshold (dft) test with commanded sync shocks. Shock impedance was at 112 ohms during testing. A technical service (ts) consultant was asked to review device data. The device remains implanted. No adverse patient effects were reported. Several attempts to obtain the model/serial of the right ventricular (rv) lead have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.